Event description:
It was reported the patient had a urinary tract infection (uti) that was treated. She was seen approximately 3 weeks prior to this report and the uti was clear. It was noted the patient was very happy with her therapy results.

Manufacturer narrative:
Product ID 3093-28, lot# v508243, implanted: 2010 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).